Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, upon opening the box, the seal was already unraveled inside the delivery tube. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The seal had started to unravel from the last outer ring. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was unraveled" was confirmed. (B)(4).